Event description:
Surgeon was repairing a supraspinatus tendon, left shoulder. The healicoil 4.5mm suture anchor was placed in the bone. While passing the suture through the anchor, the suture came out of the anchor. Unsure if the suture was cut by the suture needle or just came out of the anchor. Unable to use anchor. Surgeon determined it was safer to leave the anchor in the bone and place a new anchor.